Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 6.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device replacement for eri, the ra lead was stuck in the header despite the use of removal tools. The lead was cut and capped.